Manufacturer narrative:
Other relevant device(s) are:product ID: 39565-65, lot#: va0jma3047, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, lot#: va0g5ah008, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in the hospital a month prior to the report and when they went to mover or roll her over, the patient felt like ¿a pulling¿ and felt like ¿the leads were getting pulled¿. The caller stated that the patient was not sure if the leads came loose and they wanted to know how this might affect MRI compatibility. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to confirm status of the system integrity. There were no further complications reported or anticipated.